Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) kit due to difficulty charging and elective system upgrade as the patient wanted one, she didn't need to charge. The patient is doing well post operatively and the device will not be returned due to hospital policy.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Manufacturer narrative:
Correction to the initial MDR in blocks a1, b1, and h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) kit due to difficulty charging and elective system upgrade as the patient wanted one, she didn't need to charge. The patient is doing well post operatively and the device will not be returned due to hospital policy.